Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This is a report of a patient accidently starting initial drain. The patient was not connected. The caregiver would start over with new supplies. Follow up was done via phone. The patient had continued therapy with no issues as a result of this event. Not enough data is available within the report to identify root cause; therefore, the root cause was not determined. This review found the labeling adequate for the use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) regarding needing to get back to connect yourself on the home choice (hc) during use. Initial drain was started in error. The home patient (hp) was not connected when they started the initial drain. (B)(4) assisted the hp with ending therapy. The care giver (cg) would start over with new supplies. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report. Follow up was done via phone; the hp had continued therapy with no issues as a result of this event.